Event description:
Related manufacturer report number: 3006705815-2023-04077. Additional information received indicates that the migration was confirmed via x-ray and that the patient had a few falls prior. As a result, the patient underwent surgical intervention on (B)(6) 2023 during which the leads were repositioned. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-03403. It was reported that both of the patient's leads had migrated. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.